Manufacturer narrative:
Correction to include mw5151860 in h10 field.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Intuitive surgical, inc. (Isi) received a medwatch form (mw5151860) indicating that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's tip cover was dislodged from the instrument during removal of trocar. The tip cover fell inside the trocar, but it did not fall inside the patient. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.